Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that the cardiosave intra aortic balloon pump (iabp) failed touchscreen calibration multiple times during preventive maintenance. There was no patient involved.